Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer feels like she is getting an infection from the female pw! Feels pain in urethra and burning sensation, urine is seeping into diaper which may be causing an infection. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared).